Event description:
A report was received about a pump issue where the button sticks and requires multiple presses to activate the screen, and the pump intermittently fails to recognize the charger. There was no reported impact on (B)(6) blood glucose level. The customer declined further follow-up with technical support, and no additional corrective actions were documented.